Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: (B)(4) which was submitted on july 5th, 2017. The code was erroneously submitted as the complaint on the lead was due to dislodgement. The correct code to supersede the initial device code should be (B)(4).

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During procedure, the right atrial lead dislodged. The lead was not implanted, another lead was implanted successfully. The patient¿s condition before, during and post procedure was good.

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During procedure, it was observed that the helix of the right atrial lead could not extend. The lead was not implanted into the patient, another lead was implanted successfully. The patient's condition before, during and post procedure was good.